Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was not recognizing syringes .no patient injury reported.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the bottom tamper seal to be broken. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem and found ?syringe plunger not in place? In the log. To conduct functional testing the device was powered on. Upon testing, the q1 chip was found to be broken off the plunger board and here was no plunger board glue present. It was determined that the root cause of the? Syringe plunger not in place? Is related to previous service of the device as the repair tech did not glue down the plunger board when it was replaced. Service history review identified indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.